Manufacturer narrative:
Reported product not marketed in the us; however, similar product is. Us reporting agent notified on: (B)(6) 2015. Manufacturing site evaluation: samples received: 2 open pouches. There are no previous complaints of this code batch. There are no units in OEM stock. We have received two open samples with the thread broken and the core of the thread out of the braiding. Without closed samples, complete evaluation can not be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusions: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Braid of thread breaks up when pulling from pack.